Event description:
It was reported that during a rotator cuff repair procedure using the multifix knotless fixation device, the tip of the anchor broke off in the surgical site. The broken tip was retrieved without issue, however it was necessary to drill a new bone hole. The surgeon opted to complete the procedure with a competitor's product. There were no significant delays or pt complications reported as a result of this event.